Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with unspecified mentor saline implants and experienced symptoms including chronic fatigue, anxiety, impaired cognitive functions, ibs, colitis, food allergies, mast cell, vertigo, chronic candida, lyme disease, thyroid, extreme low vitamin d, extreme low b-12, mercury poisoning along with other high metals, and inability to leave the bed. As a result, the patient underwent explantation on (B)(6) 2016. This report is for the right side device.